Event description:
Situation: giraffe shuttle disconnected from neonatal intensive care unit (nicu) incubator during transport to nicu. Background: twin infants were delivered to a covid+ mom on respiratory support in medical intensive care unit (micu). Infants were placed in incubators connected to shuttles for transport back to nicu. On decline in the tunnel, the shuttle disconnected from the incubator for one twin, and the continuous positive airway pressure (CPAP) mask the infant needed was disconnected from the oxygen tank and the monitor as well. The heater in the bed also stopped working until the shuttle was reconnected. The shuttle rolled down the incline and a nicu nurse had to run after it before it hit the wall. Eventually shuttle and incubator were reconnected. The baby was fine the whole time. Everyone present was very shocked at the situation because we had all checked the shuttle and it was definitely connected to the isolette before we left the operating room (or) and started heading back to the nicu. Assessment: the shuttle/incubator connection malfunctioned. Recommendation: assess if this shuttle is broken or if we need to reevaluate how critically ill neonates are transported across far distances in the hospital. Update from care team: shuttle should be attached to isolette from behind and used to push and steer the isolette. Upon investigation, it was discovered that members of the healthcare team are walking backwards, using the shuttle to pull the giraffe. This is an inappropriate use of this piece of equipment and puts both baby and staff at risk. In this situation, there were no hands on the shuttle. All members of the team were troubleshooting the isolette, therefore the weight of the isolette with the patient in it was on the shuttle. Coaching was provided to staff. There was no harm in this event.